Manufacturer narrative:
Reports indicate as the end-user was traveling downhill at speed, the device was reported to have skidded reportedly causing the end-user to fall out of seating to where they received injuries (reports of abrasions and craniocerebral trauma) requiring medical intervention. End-user was discharged from the hospital the following day, (B)(6) 2020. The police officer, having furthered interviewed the end-user, came to the conclusion that the root cause of the incident was operator error by the end-user (full throttle downhill). There have been no allegations or claims of a device malfunction to have caused or contributed to the event. The wheelchair was understood to have followed protocol and was released to the dealer for return to the end-user. Permobil has recommended the end-user be re-instructed to refer to the provided user manual for proper device use. The DHR for this device has been reviewed and the wheelchair met specification prior to distribution.

Event description:
Received report claiming as end-user was traveling downhill at speed, the device was alleged to have skidded, reportedly causing the end-user to fall out of seating to where they received injuries requiring medical intervention.